Event description:
The manufacturer received information alleging a red screen and alarm occurred therefore maintenance is being requested on a trilogy evo ventilator. The device was not in use on a patient at the time of the occurrence. No harm or injury was reported to have occurred. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.